Event description:
On (B)(6) 2011, the pt reported the down button of her infusion device does not work. This began about a year ago. She stated the button does not respond to her press and would not "go in." She pressed the button several times and it would go down and then pop back out. No physiological effects were reported. The pt did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for eval.